Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem. The field service engineer replaced the da to mc cable per fco (B)(4) to resolve this issue. Manufacturer's field service engineer noted the device was in use on a patient. No patient harm reported. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported a da pcba adc failed vent inop occurrence. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. The field service engineer noted the device was in use on a patient but no patient harm reported.

Event description:
The customer reported a da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed vent inop occurrence. No patient involvement reported.

Manufacturer narrative:
The event date was (B)(6) 2016. Patient information was requested and none has been provided.

Manufacturer narrative:
Manufacturer's field service engineer noted the device was in use on a patient. No patient harm reported.